Event description:
Upon interrogation, the longevity of the device had significantly decreased. The device was explanted and replaced due to suspected premature battery depletion. The patient was stable with no adverse consequences.